Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had they had blank display and replace battery alarm. The customer's blood glucose level was 20.6 mmol/l. The customer¿s stated that the pump does not work anymore and tried batteries from energizer lithium but pump kept on alarming replace battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted. Device trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, missing display window cover and minor scratched lcd window.